Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the (B)(6). The manufacturer did not receive explanted devices or x-rays for eval. The surgical report of the initial surgery has been provided and was reviewed. It did not give any hint on the root cause of the alleged event. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that pt underwent left hip resurfacing on (B)(6) 2009. It is also reported that post op, pt experienced pain. Revision status is unk.